Manufacturer narrative:
(B)(4). Liner 10 degree elevated rim 3.5 mm offset 36 mm i.d. For use with 58 mm o.d. Shell. Concomitant medical products: 00999302055, femoral body - revision - nitrided - porous cementless 12/14 neck taper extended 46 mm neck offset, 70103800; 00998201913, femoral stem - revision taper - nitrided cementless 19 mm diameter 135 mm stem length, 53620500; 00620205822, shell porous with cluster holes 58 mm, 61267401; 00801803604, femoral head sterile product do not resterilize 12/14 taper, 61132301; 00625006540, bone scr 6.5x40 self-tap, 61063124. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00443, 0002648920-2019-00444, 0002648920-2019-00445. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during revision procedure, it was difficult to remove the cone body from the distal stem and liner from the shell. Removal tools and proximal body disengagement tools failed to remove so the surgeon performed an osteotomy. Proximal body was removed with a punch once all bone had been cleared and the distal portion was removed using trephines, k-wires down the sides and osteotomes. The poly proved difficult to remove and disengage from the acetabular cup but was eventually removed in 1 piece using several instruments. The cup also proved difficult to remove. Using long and short blade explant and curved gouges it was eventually removed.